Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta, and 3 heartstring seals cracked. A partial occlusion clamp was used to complete the procedure. No further patient complications were reported by the hospital. This report is for the first seal that did not deploy.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.